Event description:
It was reported that while disinfecting the tracheostomy cannula with povidone-iodine, an air leak was detected at the cannula connection, resulting in reduced tidal volume. The physician was immediately notified; followed the doctor's instructions, mechanical ventilation was suspended, and high-flow oxygen therapy was initiated. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.